Manufacturer narrative:
Product ID: 3877-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3877-45, serial/lot #: (B)(4), ubd: (B)(6) 2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for other pain indications. It was reported that patient felt the right lead was not providing adequate pain relief and there might be an issue. Impedance check was performed on last patient check prior to implant on (B)(6) 2018 and no issues were shown. When being explanted, it was advised by healthcare professional that lead had been fractured within patient. Patient had loss significant amount of weight was a factor that may have led or contributed to the issue. Healthcare professional removed lead and broken electrodes and the issue was resolved. No further complications were reported as a result of this event. Patient's medical history includes failed back surgery.